Event description:
A discordant high acth (adrenocorticotropic hormone) result was obtained with one (1) patient sample on an immulite 2000xpi analyzer. Due to the patient's clinical picture, the lab considered the immulite 2000xpi acth result to be discordant with the patient's acth result obtained on another analyzer. There was no known report of patient care being altered or prescribed due to the discordant acth result. There was no known report of adverse health consequences due to the discordant acth result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) about this event, and requested detailed information on the antibody recognition sites of the immulite 2000xpi acth reagent. The information was provided to the customer. The cause of the discordant acth result is unknown, and no conclusions can be drawn as to what caused the discordant acth result. The instrument is performing according to specifications. No further evaluation of the system is required.